Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. This MDR represents the ventrio st (device #2). An additional supplemental emdr was submitted to represent the ventralight st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013: patient was diagnosed with recurrent incisional incarcerated hernia thereby underwent open repair with implant of ventralight st (device #1). Per operative notes, ¿a ventralight st (device #1) was placed in upper abdominal wall and sutured.¿ on (B)(6) 2013: patient was diagnosed with large left abdominal wall mass, seroma and recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventrio st (device #2). Per operative notes, ¿adhesions were taken down. Scar tissue was noted and the capsule was resected. The prior hernia mesh was encountered (device #1). A ventrio st mesh (device #2) was placed and sutured.¿ on (B)(6) 2015: patient was diagnosed with abdominal mass thereby underwent open repair with implant of phasix flat mesh (device #3). Per operative notes, ¿a large volume of fluid was drained. The seroma capsule was removed. A phasix flat mesh (device #3) was placed in the abdominal wall and iliac crest using protacks.¿